Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer and confirm their alternate method of insulin therapy, but no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.